Event description:
During testing at the user facility, the device alarmed with a s205 (backup battery failure) malfunction alarm code. Prior to testing, the device had been returned to the biomedical department with a report of no ac power. No tracking information was provided; therefore, specific patient information, pump programming, or event details were not available. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. No additional information was provided.

Manufacturer narrative:
A field service engineer performed testing and investigation at the user facility, at power up the device alarmed for s205 (back up battery failure) malfunction alarm code. This device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.